Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received inappropriate therapy from the implantable cardioverter defibrillator. The patient was monitored thereafter. No further information was given.